Event description:
On (B)(6) 2006, the patient was implanted with an scs system. It was reported on (B)(6) 2010 during an ipg replacement surgery, the lead was tested and it was discovered to have high impedance on all contacts, so it was explanted and replaced also. The lead was explanted on (B)(6) 2010. The hospital will not release the explanted devices until the patient signs the release form, so the devices have not yet been returned for analysis at this time.

Manufacturer narrative:
Method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusions - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.